Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with nuisance air-in-line (ail) alarms. The event was reported to bd representatives during their site visit. When asked, the clinician misidentified the ail sensor as the pressure sensors. The nuisance ail troubleshooting techniques were reviewed with the clinician. There was patient involvement but no harm.

Event description:
It was reported an issue with nuisance air-in-line (ail) alarms. The event was reported to bd representatives during their site visit. When asked, the clinician misidentified the ail sensor as the pressure sensors. The nuisance ail troubleshooting techniques were reviewed with the clinician. There was patient involvement but no harm.